Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter: is a sample available for return to vendor? No. Was the device being used on a patient at time of incident? Yes. Was there patient injury? No. Category of problem product performance. Occurrences twice in a week. Describe reported event in detail upon IV initiation, the instyle autoguar 22 IV needle will not retract, exposing 1 inch needle. Rn safely dispose the needle. No harm to patient.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 4059387 regarding item # 381023. DHR for lot number 4059387 was reviewed. Subassembly lot 4059387 material 700pros23 was built and packaged on afa line 12 from 08mar2024 through 11mar2024 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended.